Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 22.7 mmol/l at the time of incident. The customer¿s current blood glucose value was 5.4 mmol/l. The customer did experienced symptoms due to high blood glucose such as nausea, headache, dehydration. It was unknown how the customer treated high blood glucose. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined further troubleshooting. No further complications were reported. Customer will continue use of the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.